Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, (B)(6). The safety and effectiveness of the proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, a perclose proglide was deployed that resulted in a cuff miss. A second perclose proglide was deployed and the suture would not fully advance, hemostasis was not achieved. Femstop was used for several hours. After the femstop was removed the patient complained of leg pain. A small surgical cut down was performed and the suture of the second proglide was observed to have captured plaque on the posterior wall of the vessel. No anesthesia was given to the patient. The suture was removed and the vessel was surgically repaired. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.